Manufacturer narrative:
Internal report reference number: (B)(4). B2: adverse event report is being submitted due to customer bringing meter to pharmacy due to meter error messages. Meter was returned for evaluation. Product testing was performed and no defect found on returned meter. Test strips were not returned for evaluation. Most likely underlying root cause: mlc-003 inconsistent test method. Note: manufacturer contacted customer in a follow-up call on 06-oct-2025 to ensure the replacement products resolved the initial concern - able to establish contact with customer who stated replacement products resolved initial concern.

Event description:
Consumer reported complaint for error messages (e-2 and (e-3) and high blood glucose test results. Blood glucose test results of concern and the customer's expected blood glucose test result range were not provided. The customer feels well and did not report any symptoms. Customer stated she had gone to a regular check-up last week and had asked the doctor about the error messages; doctor had advised customer go to the pharmacy. Customer stated she had gone to the pharmacy and the pharmacy had advised her to contact the manufacturer. During the call, a back-to-back blood test was not performed by the customer. The customer had discarded the test strip vial and was unable to provide lot number information. The customer did have another vial of test strips but stated that the product is stored in the kitchen. The meter memory was not reviewed for previous test result history.